Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. The distal low voltage electrode of the lead was covered in blood. The analyst noted that the lead was returned with the helix fully extended. Dried blood visible on helix, but no tissue was observed.

Event description:
It was reported that there was difficulty placing the lead during the initial implant, which was thought to be related to patient anatomy. However, two days post implant, the lead was revised for dislodgement. It was noted that the difficulty was due to tissue being stuck in the helix. The lead was initially programmed off and later was explanted and replaced. No patient complications have been reported as a result of this event.